Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a history anomaly on the insulin pump. It was found that there was a no delivery alarm, low battery alert, and low reservoir alert in the alarm history. Customer stated that the pump did not register the last time that she changed it. Customer changed it this morning and 3 days before. Customer stated that the carelink pro report does not show the pump changing infusion sets on february 9. Customer declined to upload to carelink. Customer stated that she did not have the time to upload.